Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the electrode belt¿s distribution node (dn) to rear te cable being severed, damaging wires within the cable. The belt was unable to pass detect and treat testing. The root cause for the cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.